Event description:
Tech alleged that the trendelenburg function is not working. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg gas spring was the issue. The tech replaced the trendelenburg gas spring to resolve the issue.